Event description:
The I-cast was placed at the site of the stenosis. The physician decided that this would not be long enough to cover the whole lesion. The delivery system was removed and it was noted that the the stent was no longer on the delivery system. The stent was still in the wire in the distal aorta. After failed attempts to retrieve the stent, a large stent was placed over and trapped the stent against the aorta wall. At that point two noncovered stents were placed in the left iliac. The patient did have to go to surgery due to the size of the sheath that was used to achieve the results.manufacturer representative response for this device event: it was an "inservice issue".